Event description:
Covidien found that when the unit came in for service the unit was found to have missing segments in the display. There was no patient involvement.

Manufacturer narrative:
Covidien technician found the display was missing segments. Isolated the issue to the display pcb. The display pcb was replaced. (B)(4). The serial number of the display pcb precedes a corrective and preventive action taken by the manufacturer.